Manufacturer narrative:
Correction: h6 removed b code 3331 as we inadvertently reported this as a known lot number when it was not provided. H6 changed d code from 4322 to 11. Additional information: d6a added implant date. D8 selected unknown. The suspect device was not returned for evaluation. A lot number was not provided therefore a DHR review could not be performed. The complaint could not be confirmed and root cause could not be determined.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. The complaint could not be confirmed and root cause could not be determined.

Event description:
Customer reports placement went well, but a couple days later when the patient went for dialysis, they noticed the catheter was clogged. The patient was brought back to have the catheter replaced on (B)(6) 2024. There was no injury to the patient. No additional details provided.